Manufacturer narrative:
Analysis and results: there is a previous complaint of this code batch regarding the same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s: k011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn violet suture. The client reported that the needle was found detached from the thread at open the package . The issue was found before use and the complaint comes from a veterinary user.